Event description:
Report received from (B)(6) stating "sleeve defective, impossible to enter the handpiece by a 1.8 incision. No pt impact. They changed the cassette."

Manufacturer narrative:
The product has been requested for eval however it has not yet been received. Sterilization and lot history records were reviewed and no exceptions were found.